Event description:
It was reported that a system failure audible alarm post occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was found to be chipped and cracked. The pump event log history was reviewed and a primary audible alarm background test error was found. Start up, flow test, and occlusion test were performed and the error was duplicated. The root cause of the reported issue was found to be a faulty interconnect board. Actions were taken to mitigate the reported issue: replaced interconnect board. A corrective and preventative action has been opened to address the reported issue.